Manufacturer narrative:
(B)(4). The device was requested to return for return but has not been received. The investigation is still pending. A supplemental medwatch will be submitted when further information becomes available.

Event description:
Right after the customer started to use the device, a large amount of blood leakage was observed at the drainage port. The customer replaced the device. No adverse effects on patient. Occured during patient use. (B)(4).

Manufacturer narrative:
The device was returned to maquet for investigation, and the customer's reported issue could not be confirmed in the decontamination / complaints laboratory. Investigation by the supplier, (B)(4), found no production or product anomalies, and no product malfunction or any issue with the affected lot was indicated. The available information does not indicate a product malfunction or a systemic issue. Based on the results of the investigation and trending for this issue, no further investigation or action is warranted, and consequently, the complaint investigation will be closed.

Event description:
(B)(4).